Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a defective air / water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air / water supply volume did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive around the light guide lens had a white-clouded area, the light guide lens had a crack, the adhesive around the objective lens was peeled, switch 4 had wear, the paint on the suction cylinder was peeled, the suction cylinder was shaved, the air / water cylinder had corrosion, the up / down knobs had corrosion, the scope cover plate had peeling, the color ring had a crack, the electrical connector had corrosion due to water leakage, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a white-clouded area / crack, the paint on the air / water cylinder was peeled, switch 1 / 2 had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown whether the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.